Manufacturer narrative:
A visual examination of the returned device found that the inner surface of the balloon was coated with a fluid and the balloon was ruptured below the distal bond. The distal bond was intact and measured 1.17mm and the proximal bond measured 1.08mm (both above the minimum requirement). The ramp cut was found to be at a 90 degree angle to the device. There was no other damage noted on the catheter. The returned device could not be inflated; this is consistent with the complaint description. Although the directions for use does not specifically state that the balloon must be inflated with air, it is a generally accepted practice that gi retrieval balloons are inflated with air. Balloons inflated with contrast media or other fluids will not perform as well as those inflated with air. The damaged catheter shaft (ramp cut) suggests that the device was handled with excessive force. The root cause of this complaint is use error. A review of the device history record was performed; no anomalies were noted that could relate to this event. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation on august 19, 2009, that an extractor rx retrieval balloon was used during a lithotripsy procedure performed on (B)(6), 2009. According to the complainant, during preparation, while pretesting, the balloon failed to inflate. The procedure was completed with a different device. Follow up information indicates that the balloon was initially inflated with air. It was also noted that the device was also tested outside the pt using contrast media. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good". This event has been deemed a reportable event based on the investigation results; balloon ruptured.